Event description:
It was reported that the patient had a water vapor therapy seven months ago. The patient states the procedure was very painful and he was sore for about three months. Patient also states he has experienced urinary incontinence since the procedure was performed. About six weeks after the procedure was performed, the patient experienced a urinary tract blockage and urinary retention. Patient states that four days after the blockage, a piece of flesh about 1 1/2 inches long and about 3/8 inch in diameter came out from his penis. The patient continues to experience urinary incontinence since then.

Manufacturer narrative:
There was no device available for analysis and there was no report of a device performance allegation during treatment. The reported patient symptoms are known risk associated with implants of these device as indicated in the instructions for use (IFU). The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that the patient had a water vapor therapy seven months ago. The patient states the procedure was very painful and he was sore for about three months. Patient also states he has experienced urinary incontinence since the procedure was performed. About six weeks after the procedure was performed, the patient experienced a urinary tract blockage and urinary retention. Patient states that four days after the blockage, a piece of flesh about 1 1/2 inches long and about 3/8 inch in diameter came out from his penis. The patient continues to experience urinary incontinence since then.